Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device upgrade. The externalized conductors was confirmed on the right ventricular (rv) lead via fluoroscopy. The externalization was noted between the superior vena cava (svc) coil and the rv coil at the heel of rv lead slack. The lead was capped and replaced on (B)(6) 2019. The patient¿s condition was stable before, during and after the procedure.